Event description:
It was reported that the ilet¿s screen assembly separated from the body, rendering the device¿s functionality in question and necessitating replacement, and the user was advised that the device would no longer be water resistant and to maintain backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and no alerts or alarms. Investigation included collection of device history, verification of shipping information, instruction to sync data to the mobile app, device shutdown guidance, and plans for return and evaluation of the original device. Investigation of this case revealed a hardware enclosure integrity issue consistent with screen bezel separation affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear leading to enclosure separation.